Event description:
As per the manufacturer's sales rep, who was in the or room when the device failed, the generator was displaying the catheter error code.manufacturer already aware of the failure and picked up the device on 4-05.